Manufacturer narrative:
Updated data: b4,d9, g3, g6, h1, h2,h3,h6(type of investigation,investigation findings,component codes ,investigation conclusions), h11. Corrected data: initial report sent to FDA updated unknown. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part with a reported unit failure of blurred circles on the screen.the fat performed a visual inspection and found the part to be in good condition.the fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. Confirmed there were two black circles on the screen. No root cause able to be defined.retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during preventive maintenance the cardiosave intra-aoritc balloon pump (iabp) found to have blurred circles on top lcd. There was no patient involvement.